Event description:
The customer in (B)(6) was using the cobas ampliprep/cobas taqman (B)(4) tests (pn 03568547190 and 03587819190 respectively). The cobas ampliprep/cobas taqman (B)(4) product is equivalent to that sold in the (B)(6) (pn 03568555190). The customer had identified, and therefore not reported, questionable results for one k-carrier from a combined run for (B)(4) on the cobas ampliprep/cobas taqman 48 system with amplilink 3.2.2 software. Review of the data files, trace files and run logs for the run by roche identified an anomaly within the amplilink software version 3.1 through 3.3 that could result in a specimen being amplified and detected with the wrong test parameters. The investigation determined that the error resulted in specimens to be tested for (B)(6) viral levels being co-mingled on the same k-carrier and subsequently all being tested according to only the hcmcap48 test definition file parameters. Processing of specimens with the incorrect parameters could result in believable but erroneous titer determinations. The investigation determined this error can occur on either the cobas ampliprep/cobas taqman 48, cobas ampliprep/cobas taqman 96 (docked set-up only) or s201 systems (docked set-up only) running amplilink versions 3.1, 3.2 or 3.3. For it to occur, all of the following events must have occurred. Two different test assays must ordered to run on the same cobas ampliprep instrument. The second sample rack scheduled for processing is not completely full. An error message occurs during the cobas ampliprep processing of specimens in the first sample rack (one or more specimens still not processed) resulting in the sample rack being blocked by the instrument (sample processing is stopped). The error message is not recognized by the user within 25 minutes of occurrence and the processing of specimens initiated before the level detection error is completed (k -carrier status finished). Within 5 minutes of the k carrier being marked as finished, the first sample rack is unblocked permitting processing of the remaining specimens. The likelihood of the exact sequence and timing of events necessary to create the situation in which specimen co-mingling can occur is remote. However, should this occur the detectablity of the occurrence is not assured. Users may detect the occurrence by comparing the date/time stamp for samples in the same batch, review of the status screen on the detectability taqman 48, comparing the content of the amplilink thermal cycler batch view with the content of the amplilink result detail view. Currently, there are no blood screening test centers operating either a cobas ampliprep/cobas taqman 48, cobas ampliprep/cobas taqman 96 (docked set-up) or s201 systems (docked set-up) and performing two different assays. Therefore, there is no current impact to blood screening results. Due to the rarity of occurrence it is unlikely that sequential specimens from the same patient would be affected. The cobas ampliprep/cobas taqman (B)(4) tests are intended to be used as monitoring assays, it is unlikely that a physician would change a patient's treatment based on a single data point.

Manufacturer narrative:
Root cause investigations are on-going within roche molecular diagnostics and roche global platforms and support. Necessary and appropriate changes to the amplilink software and amplilink software operators manual will be identified and pursued. Potential mitigations like configuration limitations will be explored. (B)(4).